Event description:
New vagus nerve stimulator implanted, replacing old device at end of life. Device removed was set to 3.00 ma, 25 hz, 250 us, 30 s on, 0.5 min. Off. New device could not be set any higher than 1.25 ma on the initial visit due to typically l vagal side effects -cough-. This suggests to me that the old device was not truly delivering 3.00 ma as its electronics was suggesting. Your web site is still failing. I have to check all check-boxes to proceed to the next page. The correct check-boxes are adverse event, product problem, required intervention, and other serious.